Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio flex meter displayed an error 4 message. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue began on (B)(6) 2017 at 10:00am when she was unable to test using the subject device as it displayed an ¿error 4¿ message. The patient stated that she manages her diabetes using insulin, and reportedly continued with her usual diabetes management routine after the alleged issue began. The patient claimed experiencing symptoms of feeling ¿shakiness¿ approximately 8 hours after the alleged issue began, and denied receiving any form of medical intervention in response to the reported issue. At the time of troubleshooting, the csr noted that it was not the patient¿s first use of the product and there had been no misuse; the correct test strips were being used and were within expiry, and the patient¿s testing technique was correct. The csr was able to resolve the issue by walking the patient through a test using a new vial of strips. Return of the subject device was requested for investigation and replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.